Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department and stated they received three shocks from their implantable cardioverter defibrillator (ICD) overnight. An interrogation was performed and showed that no high-voltage therapies had been delivered since the last session. The interrogation also showed the right ventricular (rv) lead triggered an alert for low out of range (oor) pacing impedance, and review of lead trends indicated pacing impedance was chronically low but stable with one measurement oor. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.